Manufacturer narrative:
The initial report was submitted 24-oct-2025. The purpose of this report was to correct the address in cell e1.

Manufacturer narrative:
According to the reporter, an upright stereotactic biopsy was performed using a horizontal approach. The lesion was located low in the breast. The vacuum on the revolve refined device was set to the maximum level (3rd level) while two samples were acquired. No bleeding was observed during the procedure. However, when the team applied compression, they noticed a skin tear on the inferior aspect (the underside of the breast). Emergency medical services was called to evaluate the patient. The patient is approximately in her seventies and required stitches for the skin tear. The problem occurred during the procedure. The procedure was completed with the reported device. Patient had skin tear on the inferior aspect of the breast and required stitches for the skin tear. Additional information provided: the following questions were answered "no" by the sales representative: 1. Was the skin tear caused by the technologist's positioning and pulling of the breast? 2. Was the skin tear a result of the physician inserting the probe too far? 3. Is it possible that the skin tear was present before the procedure?. Patient is 61. The device was not returned for evaluation. Based on the available information, the most likely root cause is user error. The instructions for use (IFU) clearly states: "precaution: avoid positioning the aperture too close to the patient's skin". The details reported state that the lesion was located low in the breast which may have contributed to improper positioning during use. Note: d4 expiration date left blank as it is not applicable for mscm1 device.

Event description:
According to the reporter, an upright stereotactic biopsy was performed using a horizontal approach. The lesion was located low in the breast. The vacuum on the revolve refined device was set to the maximum level (3rd level) while two samples were acquired. No bleeding was observed during the procedure. However, when the team applied compression, they noticed a skin tear on the inferior aspect (the underside of the breast). Emergency medical services was called to evaluate the patient. The patient is approximately in her seventies and required stitches for the skin tear. The problem occurred during the procedure. The procedure was completed with the reported device. Patient had skin tear on the inferior aspect of the breast and required stitches for the skin tear.